Event description:
On (B)(6) 2010, patient reported he feels there is a leak originating near the luer lock area. Patient stated, he felt dampness and saw a small amount/few drops of insulin in the cartridge chamber tonight as well as possibly last week. Patient reported he removed the insulin cartridge and was able to dry out the cartridge chamber with a cotton swab tonight and last week. Patient stated, the insulin cartridge does not appear to be cracked or damaged. Had patient check the luer lock. Patient reported luer lock appears to be damp. Patient stated, he can see leaking. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.